Manufacturer narrative:
The initial reporter claimed that the md at the time thought both the pump and ac adapter were smoking and/or burning. The patient did sent the device back to (B)(4), but only the pump was included in the package. The ac adapter did not make it back to (B)(4). The pump was not returned to (B)(4), and we are thus unable to perform a complete investigation. (B)(4) previously filed MDR's 1722139-2015-00012 and 722139-2016-00385 about the involved ac adapter. This report is being filed retrospectively to include the reported pump.

Event description:
Customer service stated that an infusion pump's ac adapter failed, sparked, smoked, and damaged the wall. They also stated that the complaint was the same as that descrived in MDR's 1722139-2015-00012 and 1722139-2016-00385, but that the initial reporter wished to send a different pump in for evaluation. For reference, the complaint listed in the above-mentioned MDR's was as follows: "on an infinity feeding pump purchased in 2008, the power supply (ac adapter) failed. It sparked and caused damage to the wall and to itself. The room became smoky, and the patient had to be moved out of the room. It is also not the first time this happened. The facility is "constantly having power supply problems with these pumps". (B)(4) spoke with the initial reporter on multiple follow-up phone calls. The initial reporter indicated that the adapter had been plugged into the hospital's "red" outlet system. He also committed to providing additional information, but none has been forthcoming. Additional information received through the FDA's medwatch program indicates that the md at the time thought both the pump and the adapter were "smoking"." (B)(4).